Event description:
It was reported that the patients ipg was not working as intended and unable to charge. The patient underwent an ipg replacement procedure and doing well post operatively. The explanted device will not be returned as it was retained at the facility.